Manufacturer narrative:
Received one used catheter with detached tip from the end user. Tensile testing was conducted on sample catheters to determine if short shaft grinds could cause joint separation. Test results were negative. The conclusion was that the most likely cause of failure was contamination from work surfaces or finger oils when working on the tip joint area. Employees have been made aware of this incident and the proper cleaning and handling procedures have been reviewed with them. No additional complaints have been reported on catheters from this manufacturing lot.

Event description:
While putting the catheter into the top of the sheath, the tip of the catheter broke off in the sheath. The techs were able to see the tip in the sheath and they were able to remove it with tweezers. There was no pt injury.